Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose had been running high all week. They treated with a complete infusion and reservoir set change. They had gone through a whole box of reservoirs and infusion sets, as well as a whole bottle of insulin, from trying to bring their blood glucose to go down. The customer¿s blood glucose during the incident was 585 mg/dl. The customer's blood glucose was 314 mg/dl at the time of call. The customer stated that they were nauseous. The customer declined troubleshooting. The customer stated they will change the set and perform a correction bolus. The insulin pump will not be returned for analysis.